Event description:
The customer reported to olympus that during preparation for use the customer performed a software update and the unit turned off. The customer had to turn the device on and off many times to turn the device back on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
UDI not available; device not distributed in us. The olympus service center confirmed the users event which was due to a defective printed circuit board. In addition, the chassis and plastic cover at the bottom of the device had mechanical damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the defective printed circuit could not be identified. Olympus will continue to monitor field performance for this device.